Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call blank display screen on their insulin pump. Customer's blood glucose level was 309 mg/dl. Troubleshooting for the blank display was performed. Customer advised they received a battery error alarm and then when they cleared the alarm the device shut down. Customer advised after troubleshooting the device that the blank display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. Unable to perform operating currents due to the blank display. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.